Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging a ventilator's oxygen level was not able to be adjusted from 21%. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted report, section 'describe event or problem' was incorrect. It should be - a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the oxygen level was not able to be adjusted from 21%. The device's 3-way solenoid valve was replaced to address the issue.